Event description:
Event details for competitor crhf lead model number: lda210q, serial or lot number: (B)(6). Select all that apply: high thresholds; please specify: unable to capture at 7v@l ms high impedance; please specify, if known: rv impedance greater than 2300 ohm. Clinical actions for device: capped/abandoned/removed date. Device inactivated (if known) (B)(6) 2022. Lead capped. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).